Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, on a patient with restricted posterior leaflet, prolapsed bilateral leaflets, thin leaflets, and small cardiac chambers. A mitraclip ntw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and immediately post deployment, the clip was observed to be tilted with the apex directed more towards the lateral wall of the ventricle. After assessment of the event, the clip detached from the posterior mitral valve leaflet (pmvl) and remained attached to the anterior mitral valve leaflet (amvl) (single leaflet device attachment/slda). The procedure was discontinued with no additional clips implanted. The mr was reduced to 3. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6)2025, an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 2+. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration, incomplete coaptation, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration and incomplete coaptation appear to be related to challenging patient anatomy (thin leaflets). A cause for the reported poor imaging could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.